Event description:
The patient reported that he was treating with the compression therapy pump and appliance and was wearing a stiff or rigid compression boot (from another manufacturer) under the prescribed appliances. He reported that as a result of this combination of rigid boot and compression appliance, his foot was cut in two places. He did not seek immediate medical attention but later a home health care nurse directed him to an ER, from which he was admitted to a hospital and treated with IV antibiotics for infection in the cuts.